Manufacturer narrative:
Section d1 brand name: corrected , section d4 catalog number: corrected , section d4 primary UDI number: corrected . Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted due to driveline power fault alarm present. The log files confirmed a driveline power a fault on 27nov2023. The log file also captured a no external power event on 21nov2023. This was caused by power to the mobile power unit (mpu) being briefly interrupted. The system controller and modular cable were replaced. Following the exchange, there were no unusual events recorded in the log file event history. Additional information stated that log files were sent into abbott and alarms were manually cleared. Following the controller exchange there were no unusual events recorded in the log file event history. Related controller was reported under manufacturer report number 2916596-2023-08376. Related modular cable was reported under manufacturer report number 2916596-2023-08378.

Manufacturer narrative:
D4 - device serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via evaluation of the submitted log file from (B)(6). The log file contained approximately 7 days of information ((B)(6) 2023 to (B)(6) 2023 per timestamp). Between 9:36:12 and 9:36:24 on (B)(6) 2023, low power hazard and no external power events were observed while the controller was connected to the mpu. These events appear to be consistent with brief losses of ac power to the mpu. The abnormal alarms resolved when external power was restored. The controller¿s backup battery supported the system as intended through the losses of power, and the pump maintained a speed above the low-speed limit. The mpu (serial number: unknown) was not returned for analysis. The root cause of the observed alarms was determined to be a loss of ac power to the mpu; however, the reason for the power loss could not be conclusively determined through this investigation. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records could not be reviewed, as the serial number of the equipment was not provided. No further information was provided. The manufacturer is closing the file on this event.